Event description:
A customer reported that an ophthalmic console had priming issues and there was no phacoemulsification power. The procedure and patient details have not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).